Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected a planned treatment procedure was performed when the issue happened. The procedure was rescheduled and completed after corrective maintenance. The customer informed the philips remote service engineer (rse) that the ippc was unable to start up. To resolve the problem philips replaced the ippc battery and implemented correction. After replacement of the battery, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's image processing computer was unable to boot up, which can prevent imaging. No harm was reported to philips. Philips has started an investigation of this complaint.